Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with around 180 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Customer¿s blood glucose level was around 115 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.